Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the implant of stent graft, the delivery system was attempted to be removed. When the physician grabbed the rear handle to remove the delivery system from the patient's body, the rear handle dislodged and loosened. There was no higher than expected forces encountered when the physician attempted to remove the delivery system. The physician then put the rear handle back to the delivery system, and was able to remove the delivery system without issue. There was no packaging damage to the box. There was no adverse event to the patient. Per the physician, the event seemed to be caused by improperly assembled delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).